Manufacturer narrative:
Batch # unk (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient was having a right-hemi colectomy due to bowel cancer and the surgeon did an extra-corporeal anastomosis using the ntlc75 set on blue. The patient was not complex and was fit and well before surgery. The patient presented with anastomotic leak, just after the staple line had been crossed at day 7 after surgery with contamination in the abdomen. They were bought the patient back to theatre, the staple line was oversewn, and the patient was given a temporary stoma and is now doing okay. I think the surgeon believes that a staple was caught in the knife blade as he crossed stapled, and this caused damage to the next part of the staple line. In future he will use a straight stapler such as a ta90 for this part of his anastomosis.